Event description:
It was reported that during the use of the cassette, cadd reservoir cassette displayed a "no disposable, pump won't run" alarm. The customer changed the pump to another one, but the alarm persisted. So he changed the cassette to another one, and no alarm sounded. The pumps used together with the cassettes were 21-6500-09. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.